Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial roller pump experienced pump jam on multiple occasions with audible tones, both during set-up and during cardiopulmonary bypass (cpb). During one of these "pump jam" events, the arterial pump did re-boot and it took two minutes to get the pump back to full flow. The device was not changed out. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.